Manufacturer narrative:
Email is: (B)(6) . Evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual and functional testing found: printed circuit board(pcb) won't heat up, quick connector was corroded and water tank cover was cracked on the left corner near the screw. The device won't heat up past 33 and 34 degrees celsius. The complaint was confirmed. Root cause was attributed to a faulty pcb. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pcb, quick connector, water tank cover, reservoir gasket and o-rings. Performed calibration. Device passed functional testing after the completed repairs.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device won't heat beyond 33 degrees celsius. Patient involvement unknown.